Event description:
The surgeon inserted a cc4204bf collamer plate lens and the haptic was torn off. The incision was enlarged and sutures were required to remove the lens. There was no patient injury.